Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt, approximately 1 month status post matrix mis procedure at levels l5-s1, returned to surgeon. X-rays and reconstructive CT scan revealed that one locking cap was sitting proud, and the rod was not seated completely. Pt was returned to operating room on (B)(6) 2012 to remove 1 rod and 2 locking caps, and replace 1 new rod and 2 new locking caps. Rod and caps were repositioned and surgeon completed the procedure. Screws in construct were left intact and not explanted. This is three of three reports for this report.